Event description:
Per the clinic, the patient implant receiver/stimulator has been extruded on the magnet site. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.